Event description:
The customer reported they do not always have a battery signal with charge. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.